Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided.

Event description:
It was reported that the bd insyte-n¿ autoguard¿ shielded IV catheter was cracked at the hub. The following information was provided by the initial reporter: the catheter hub was cracked.

Manufacturer narrative:
Correction: b5: describe event or problem: it was reported that the bd insyte¿ autoguard¿ shielded IV catheter was cracked at the hub. The following information was provided by the initial reporter: the catheter hub was cracked. D1: medical device brand name: bd insyte¿ autoguard¿ shielded IV catheter d4: catalog #: 381412, d4: medical device lot #: 1144068, d4: UDI #: (B)(4), d4: medical device expiration date: 30-apr-2024, h4: device manufacture date: 12-jun-2021. Investigation summary: our quality engineer inspected the photographs submitted for evaluation. Bd received three photographs which displayed a 24ga x 0.75in. Insyte autoguard unit from lot number 1144068. Through the visual inspection the needle hub and the grip assembly were observed broken in half. Media is present in the device which is evidence that it was used by the clinician. Although your reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was cracked at the hub. The following information was provided by the initial reporter: the catheter hub was cracked.